Manufacturer narrative:
The reported events of premature discharge of battery, inability to capture, sensing issue, and high pacing impedance was confirmed. A device was received with o telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: under "h3 - device evaluated by manufacturer," "yes" and "evaluation summary attached" should have been selected in the previous report 2017865-2023-10684 submitted on 5 may 2023.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) exhibited premature battery depletion, loss of capture, high pacing impedance, unreliable capture threshold and sensing values. The pm was explanted and replaced. Patient condition was stable.